Event description:
Procedure performed: endoscopic mitreal valve. Event description: being used as a port for the scope. Once the procedure had finished the surgeon and registrar noticed that the port was broken at the tip of the cannula. The only instrument used in the port throughout was the scope. The staff did not notice the broken trocar till the port had been removed. They have confirmed that they did not manage to find the fragmented pieces in the patient, but it was not a concern to the patients outcome or recovery. Additional information received from an applied medical representative via email on 16dec24: the trocar was inserted - 10 to 2 twisting motion and no difficulty during insertion. There was no difficulty during insertion. The patient did not have previous surgery at the site. The break did cause particulation. The trocar was not used with a robot. Type of intervention: no device replacement as it was not noticed till the end of the case. Patient status: no injury or death to patient. Patient safe

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a cannula tip fracture. The cannula tip was missing a fragment. Based on the condition of the returned unit, it is likely that the cannula tip fractured was due to instrumentation coming into contact with the tip and/or excess force was exerted on the tip during the procedure. It is also possible that the cannula tip material was more susceptible to fracture. Applied medical has performed a historical trend analysis and review of production records was performed and no relevant documentation was identified.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: endoscopic mitreal valve event description: being used as a port for the scope. Once the procedure had finished the surgeon and registrar noticed that the port was broken at the tip of the cannula. The only instrument used in the port throughout was the scope. The staff did not notice the broken trocar till the port had been removed. They have confirmed that they did not manage to find the fragmented pieces in the patient, but it was not a concern to the patients outcome or recovery. Additional information received from an applied medical representative via email on 16dec24: the trocar was inserted - 10 to 2 twisting motion and no difficulty during insertion. There was no difficulty during insertion. The patient did not have previous surgery at the site. The break did cause particulation. The trocar was not used with a robot. Type of intervention: no device replacement as it was not noticed till the end of the case. Patient status: no injury or death to patient. Patient safe